Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a shock one week post implant. The patient was using the restroom at the time. Noise is present on the ventricular rate/sense channel only, and causes pacing inhibition. The noise was unable to be recreated. The device sensitivity is currently set at nominal. The patient is pacer dependant.